Event description:
It was reported that patient came for unscheduled follow up after the patient alert alarm sounded for power on reset (por) conditions. The device was able to be reprogrammed, but experienced continual por conditions every 10 minutes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the continuous power on reset (por) condition. The battery was also noted to be depleted and there was excessive current drain. An anomalous integrated circuit was associated with the high current drain condition. Re-packaging of the integrated circuit to further investigate was not successful. The cause of the continuous pors and high current drain condition could not be determined.